Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 12-jul-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of myalgia ('muscle pains') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dizziness ("dizziness"), depression ("depression"), fatigue ("continual fatigue"), feeling abnormal ("not really feel good") and myalgia (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). At the time of the report, the dizziness, depression, fatigue, feeling abnormal, myalgia and weight increased outcome was unknown. The reporter provided no causality assessment for depression, dizziness, fatigue, feeling abnormal, myalgia and weight increased with essure. The reporter commented: she has an appointment on (B)(6) with a surgeon to have them removed but surprise she must undergo the removal of the tubes. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.